Manufacturer narrative:
The customer reported the device was repaired by biomed with a full performance check, and will not be returned for investigation.

Event description:
The customer reported , "IV pump infused 600mg/500ml amiodarone infusion over 1 hour instead of 6 hours. The inner door inside the main pump door broke off its hinge at the top." No patient harm or injury was reported. The set was not saved.

Manufacturer narrative:
Additional information received from customer medwatch

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV pump infused 600mg/500ml amiodarone infusion over 1 hour instead of 6 hours. The inner door inside the main pump door broke off its hinge at the top. When the door was closed and locked the pump was not able to include the IV tubing set and allowed the medication to infuse faster that what was set. No apparent injury."